Event description:
A malfunction alarm, specifically malfunction code 6, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was informed to call back if the malfunction recurred.